Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display window cover, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found moisture damage on the j2/pcba 1 and force sensor. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the diagnostic trace on 04/29/2024 at 10:10:00.000 due to moisture damage on the force sensor. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Critical pump error (open book image) alarm during testing due to pump error 35 alarm. Pump error 35 alarm confirmed in the diagnostic trace due to moisture damage on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.